Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that there was no adverse patient effects. No additional intervention was taken against the peeled polymer jacket. The subject guide wire was returned for analysis. The wire tip was deformed in alpha shape. At approximately 25mm from the distal end, the polymer jacket was found ripped and the underlying coils were exposed at approximately 12mm from the distal end. The ripped polymer jacket was microscopically observed. It showed trace that the polymer jacket was ripped by ductile stress. Coils were printed on the surface of the polymer jacket. This suggested that the ripped polymer jacket was fold back distally. The guide wire was also observed under the x-ray. It revealed that the ball tip remained attached at the wire end and the guide wire remained in one piece. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was presumed that resistance between the guide wire and the concomitant catheter occurred because the guide wire was steeply bent in order to implement reverse wire technique, resistance contributed to stretching coils, and the polymer jacket was ripped as coils stretched. There was no indication of product deficiency. Damage of the polymer jacket was too sever to rule out a possibility that fragment of the polymer jacket might be left in the anatomy. Instructions for use states: [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire and abrasion of the guide wire coating.

Event description:
During a pci to treat an unknown lesion in the coronary artery, the subject guide wire was used in reverse wire technique (wire delivery technique to bring a guide wire into distal of the target side branch by shaping the guide wire in u-shape). When the guide wire was about to enter the side branch, it became stuck with a concomitant catheter. The physician pulled the guide wire out of the anatomy and found that the polymer jacket of the guide wire was peeled off. The guide wire was exchanged to another and the pci was completed with successfully reestablished blood flow.